Event description:
It was reported that upon a device check, patient history and x-rays indicated the atrial lead had previously dislodged. The lead was disabled on an unspecified date, causing the patient to experience pacemaker syndrome. On (B)(6) 2015, the lead was successfully repositioned and normal electrical values were recorded. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.